Event description:
It was reported that a malfunction occurred with the customer's pump, displaying malfunction code malf 3, which could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and the customer was guided to use multiple daily injections as a backup therapy. The customer was instructed on how to put the pump into storage mode and return it with a pre-paid label, which they understood and acknowledged.